Event description:
A consumer reported experiencing extreme light sensitivity and a decrease in vision within an 18 hour period of wearing focus night & day lenses on an extended wear basis, having been fit one week prior. Consumer had an ER visit, an urgent care visit and 6 dr appointments within 2 weeks, that consumer was diagnosed with a corneal ulcer and has "lost vision due to scar tissue on the cornea." Several requests have been made to obtain additional info. No further info is available at the time of this report.